Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had 16 alarms and was needed to replace the battery. The customer's blood glucose level at the time of the incident was unknown. The alarm history was checked for a power error detected and there was none. The battery lasted more than a week. The customer was advised that excessive button pressing, higher display brightness, and extending backlight timeout can greatly deplete the battery power. They were advised that they can conserve power by minimizing backlight timeout and brightness. Additionally, the customer reported that they had experienced low blood glucose levels of 52 mg/dl and 50 mg/dl. The customer declined troubleshooting for the low blood glucose. They treated the low blood glucose with food. The device will not be returned for analysis.